Event description:
It was reported that, during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the implantation was successful, however the first defibrillation threshold (dft) test did not convert the arrhythmia, the physician proceeded with an external 300 j shock which converted the arrhythmia and restored sinus rhythm. Furthermore, a fluoroscopy check was performed which showed normal system placement and a thin layer of adipose tissue underneath the coil. The physician decided not to immediately test inverting the shock polarity, but to wait one day for a pharmacological washout in case the latter was the reason of unsuccessful conversion. The next day, an arrhythmia was induced again and properly discriminated, a 65 j polarity shock was delivered, which did not convert the arrhythmia, and sinus rhythm was spontaneously restored after 2 seconds. A new test was performed, an arrhythmia was induced and properly discriminated, a 65j reverse polarity shock was delivered which did not convert the arrhythmia again, a 300j external shock was delivered and sinus rhythm was restored. Next, a system revision was performed, the tunnelization was performed closer to the sternum and the electrode was placed 1 cm higher than before for a better shock vector, this decreased the energy impedance to 45 ohms. The device was tested again with an 80 j rev polarity shock; an arrhythmia was induced and properly discriminated and treated however it did not convert the arrhythmia. A few days later, this s-ICD was revised in the pocket area that appeared to be subcutaneous, and it was changed to intermuscular and placed more posterior. The system was tested again, an arrhythmia was induced, and the device properly recognized it and treated it restoring sinus rhythm with a 65j std polarity shock, system impedance 48 ohms. This s-ICD remains in service. No additional adverse patient effects were reported.